Event description:
Knee joint became unstable, x-rays revealed screw backed out of articular surface and was outside of the joint near the lateral femoral condyle. Articular surface and screw were removed.